Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Device alarms with tf 385003 after ambient mode (tf485001). The event occurred during ventilation with no harm to patient or user. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event. An investigation for this case is ongoing in order to find out the definite root cause.

Event description:
Self test failed blower defective.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the "main power supply not found" malfunction occurred when the patient was using the device. At that time, the machine switched to internal battery power supply and the patient's use of the device was not affected. There was no reported harm to patient, user or third party. Considering that the battery might not be able to provide power long enough during the treatment, the department prepared another ventilator for use. The root cause of the ventilator to alarm with "main power supply not found" was determined to be a defective power supply. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
Self test failed blower defective.